Event description:
It was reported that the clinician could not interrogate the device. Patient was seen in (B) (4) 2009 and battery voltage was measured at 2.82v. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.